Event description:
.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The user-facility provided photographs of the device and by examination of these photos it can be seen that a blockage exists within the machine port of the filter. The blockage seen in the photographs appears to be flashing caused by the incomplete shut-off of a core pin in the mold. The appearance from the photographs is not conclusive, and an evaluation of the actual device would be required. The user-facility has not granted the request for a return of the device for a complete engineering evaluation.